Manufacturer narrative:
G4: 23jan2021. B4: 28jan2021. The field service engineer (fse) was dispatched onsite. The customer reported problem could not be duplicated. The fse retrieved the drpt (diagnostic report) and found an error code associated with alarm led failure. Performed service manual troubleshooting requirements, inspected power switch overlay, user interface(ui) I to pm board cable, and no problem was found. The fse replaced the user interface (ui) printed circuit board assembly (pcba) and power management (pm) board per the service manual. The power management (pm) board was returned for analysis. Visual inspection of the pm board revealed no anomalies noted. An investigation was performed, and the customer complaint cannot be verified. All light emitting diode's (leds) operate normally. Cycle testing did not replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported light-emitting diode (led) bulb is not working for alarm display. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.